Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged moisture damage on the pump reservoir. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, and corroded motor home switch. The following were noted during visual inspection: scratched case and scratched lcd window. The pump passed the displacement test and self test. In summary, exposed to moisture confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a fluid in the pump. Customer stated that there was leak from the o ring. Customer stated that there was there was fluid in the reservoir compartment. Customer stated that there are cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.